Event description:
It was reported to boston scientific corporation on feb 19, 2009, that an ultraflex covered tracheobronchial stent was used during stent placement following a stenosis dilatation procedure performed in 2009. According to the complainant, on the event day, the stent was placed in the .7cm stenosis of the main stem bronchus. The distal end of the stent was positioned at the inferior end of main stem bronchus. Both ends of stent were fully expanded and the dilatation rate of the stent was approximately 50%. The next day, a respiratory obstruction occurred. An x-ray identified that the stent had moved to the right bronchial tube; therefore, three days later, the stent was removed with forceps via a bronchoscopy. The main stem bronchus was tortuous and the stenosis was unevenly distributed. The procedure was completed with the same ultraflex covered tracheobronchial stent. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.